Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed. Assisted the customer to run a displacement an self test and they passed. Advised the customer to change the infusion set and reservoir, and call back if issues persist. The customer stated that there is a crack around the battery cap. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with broken battery cap and cracked battery tube threads. The device was unable to prime during the prime test as a result of a loose drive support disk. The motor was tested and passed the test without alarms.